Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. Serial number unknown. The customer troubleshot with the philips service engineer (se) over the phone. The se guided the customer to conduct a self-inspection on the ventilator and all tests passed. The reported issue could not be duplicated.

Event description:
It was reported that the ventilator had the values incorrect. There was no patient involvement. The event date was not specified; estimate used. The event date was not specified; estimate used.